Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were "204 mg/dl" on their meter and "92 mg/dl" on the calibrated lab test. Tests were done within 10 minutes with a difference of 112 mg/dl. Pt did not experience any adverse events. No further info has been reported.